Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator cannot pass the self-test and cannot be charged. There was no reported patient involvement/adverse patient impact.